Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was not placed properly to provide adequate therapy. Surgical intervention was undertaken in which the lead was explanted and replaced to address the issue.